Event description:
Surgeon was in the middle of performing a membrane peel during his retinal procedure. During the procedure the headrest of the stretcher dropped slightly as they were working. Surgery was stopped to recheck headrest. Pressure applied to headrest to check and no further movement was noted. Patient went to recovery. When patient was awake, the stretcher was removed and tagged for facilities to inspect. Surgeon did say patient had some bleeding in the eye as a result. It would be several weeks before he will know the full outcomes. It was noted upon inspection that it is possible for mechanism of the headrest to be between "notches" of adjustment. When this occurs, only a small amount of pressure is needed to lock headrest into the next level of adjustment. Manufacturer response for stretcher, wheeled, na (per site reporter). Stryker was contacted to investigate and repair stretcher. The rep was present at the hospital and noticed a gap where two pieces come together on the head piece. A new head piece was ordered to replace current head piece. We are awaiting an official report.